Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a pump error 53 alarm. Customer's blood glucose level was 13.1 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump passed displacement test and self-test. The insulin pump was returned for pump error 53. The format history file analysis confirmed pump error 53 due to software error. The insulin pump was received with cracked reservoir tube lip, scratched case, keypad overlay texture damage and minor scratched lcd window.